Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead helix could not be extended at implant. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): the full lead was returned, analyzed and found the helix disengaged from the helical channel. It was noted that the helix has been over-retracted. It was also noted there was blood in/on the helix mechanism. The device is part of the advisory for this model.

Event description:
It was reported that the lead helix could not be extended at implant. The lead was not used. The lead was returned and analysis is in progress. No patient complications were reported as a result of this event.